Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with the involved angio-seal device. The patient underwent a left heart catheterization via right common femoral artery access. Access was uneventful and a 6fr 10cm terumo pinnacle sheath secured access. At completion of procedure the 6fr angio-seal vip was opened to close the arteriotomy. The introduction of the arteriotomy locator into the angio-seal device sheath and the included wire was used to facilitate the sheath exchange. Upon the procedural sheath coming out over the wire, the arteriotomy locator would only thread onto the wire a few millimeters and not any further, it was removed from the wire and flushed and threading it on the wire was attempted again with the same issue. With this issue the procedural sheath dilator was put over the wire to facilitate a wire exchange; a new angio-seal device was opened. The new angio-seal equipment worked fine and the arteriotomy was closed without issue. The whole issue was that the arteriotomy locator would not thread onto the included wire. The patient was in stable condition and the procedure outcome was successful. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. H6 - results - 3211 deformation problem is based off the investigation results of the returned sample; 213 no device problem found is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based off the investigation results of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal device was returned for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly and guidewire were returned as well. Visual inspection revealed that the locator/sheath assembly was found slightly bent at the tip of the sheath. A slight deformation was noted on the tip of the dilator. No kink or deformation was noted on the returned guidewire. The locator was analyzed under the fluoroscopy and no internal opaque obstructions were noted. Functional testing was conducted. The returned guidewire was inserted into the locator and it slides inside without any difficulty. The guidewire was able to travel freely through the locator and release it on the other side as can be seen in the attached pictures. No functional anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.